Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patients ipg was explanted on (B)(6) 2021

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patients pc exhibits "end of life " message. Ipg is still providing therapy. Patient may undergo ipg replacement at a later date switching to a re-chargeable system/ipg as the patient prefers to change therapy programs frequently on a daily basis.